Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. As received, the rear response button was intermittently functional. The cause of the response button failure was isolated to corrosion on the j1005 rear response button connector. Additionally, corrosion was found on the j101 and j502 connectors and the table board. The root cause of the corrosion was ingress of an unk contaminant. No adverse event resulted from the corroded response button connector.

Event description:
A us distributor returned monitor sn (B)(4) indicating that the response buttons were defective.